Event description:
It was reported that during a routine follow-up, the left ventricular lead exhibited loss of capture, the device was reprogrammed. On (B)(6) 2013 the lead was capped as it could not be repositioned.